Event description:
It was reported that during arthroscopic shoulder surgery the pt sustained a third degree ground pad burn on pt's right hip. Delayed primary skin closure of the wound was performed. The wound has healed and the pt has recovered fully. No add'l complications have been reported.